Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back and iliac crest pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced back pain (seriousness criterion medically significant), bone pain ("back and iliac crest pain"), haemorrhagic ovarian cyst ("left haemorrhagic ovarian cyst with onset of calcification"), ovarian calcification ("left haemorrhagic ovarian cyst with onset of calcification"), fatigue ("high fatigability, severe decrease in athletic ability/ severe exhaustion"), alopecia ("abnormal hair loss"), burnout syndrome ("burn out depression"), depression ("burn out depression"), iron deficiency anaemia ("constant iron deficiency anaemia"), heavy menstrual bleeding ("haemorrhagic periods"), accommodation disorder ("visual accommodation disorders"), arthralgia ("joint pain in the hands"), anal pruritus ("anal pruritus") and night sweats ("nocturnal sweating"). Essure treatment was not changed. At the time of the report, the back pain, bone pain, haemorrhagic ovarian cyst, alopecia, burnout syndrome, depression, iron deficiency anaemia, heavy menstrual bleeding, accommodation disorder, arthralgia, anal pruritus and night sweats outcome was unknown and the ovarian calcification and fatigue had not resolved. The reporter provided no causality assessment for accommodation disorder, alopecia, anal pruritus, arthralgia, back pain, bone pain, burnout syndrome, depression, fatigue, haemorrhagic ovarian cyst, heavy menstrual bleeding, iron deficiency anaemia, night sweats and ovarian calcification with essure. The reporter commented: event location type: patient's home diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Magnetic resonance imaging - on (B)(6) 2022: pelvic MRI showed: homogeneous semi-full bladder; anteverted uterus; height 106 mm; anteroposterior diameter 51 mm; endometrium 4 mm. Right ovary: a cystic zone 35 mm in diameter was found which may correspond to an old haemorrhagic cyst of heterogeneous appearance (the position of the cyst has been checked on the right). Cyst with a bilobed appearance, 45 mm high with the upper part in the process of calcification. Heterogeneous lower part with fatty participation. Not enhanced after injection of gadolinium. Left ovary: in a high position in the left iliac fossa with a transverse diameter of 38 mm, multi-follicular appearance without hematic effusion. No douglas pouch effusion. Absence of pelvic adenomegaly conclusion: right ovarian organic cyst, upper part calcified, lower part that may correspond to a haemorrhagic cyst with partial fatty content. Stability in comparison to ultrasounds.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 14-mar-2022. The most recent information was received on 28-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back and iliac crest pain') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. In 2017, the patient experienced back pain (seriousness criterion medically significant), bone pain ("back and iliac crest pain"), haemorrhagic ovarian cyst ("left haemorrhagic ovarian cyst with onset of calcification"), ovarian calcification ("left haemorrhagic ovarian cyst with onset of calcification"), fatigue ("high fatigability, severe decrease in athletic ability/ severe exhaustion"), alopecia ("abnormal hair loss"), burnout syndrome ("burn out depression"), depression ("burn out depression"), iron deficiency anaemia ("constant iron deficiency anaemia"), heavy menstrual bleeding ("haemorrhagic periods"), accommodation disorder ("visual accommodation disorders"), arthralgia ("joint pain in the hands"), anal pruritus ("anal pruritus") and night sweats ("nocturnal sweating"). Essure treatment was not changed. At the time of the report, the back pain, bone pain, haemorrhagic ovarian cyst, alopecia, burnout syndrome, depression, iron deficiency anaemia, heavy menstrual bleeding, accommodation disorder, arthralgia, anal pruritus and night sweats outcome was unknown and the ovarian calcification and fatigue had not resolved. The reporter provided no causality assessment for accommodation disorder, alopecia, anal pruritus, arthralgia, back pain, bone pain, burnout syndrome, depression, fatigue, haemorrhagic ovarian cyst, heavy menstrual bleeding, iron deficiency anaemia, night sweats and ovarian calcification with essure. The reporter commented: event location type: patient's home. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Magnetic resonance imaging - on (B)(6) 2022: pelvic MRI showed: - homogeneous semi-full bladder; - anteverted uterus; height 106 mm; anteroposterior diameter 51 mm; endometrium 4 mm. - right ovary: a cystic zone 35 mm in diameter was found which may correspond to an old haemorrhagic cyst of heterogeneous appearance (the position of the cyst has been checked on the right). Cyst with a bilobed appearance, 45 mm high with the upper part in the process of calcification. Heterogeneous lower part with fatty participation. Not enhanced after injection of gadolinium. - left ovary: in a high position in the left iliac fossa with a transverse diameter of 38 mm, multi-follicular appearance without hematic effusion. No douglas pouch effusion. Absence of pelvic adenomegaly - conclusion: right ovarian organic cyst, upper part calcified, lower part that may correspond to a haemorrhagic cyst with partial fatty content. Stability in comparison to ultrasounds.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.